Manufacturer narrative:
Sales agent informed omni that a revision surgery involving omni product was performed, however no info on the primary surgery or explanted product could be obtained by the hospital, and the explanted product was not returned for evaluation. There was no report of defect or failure to meet identity, quality, durability, reliability, safety, effectiveness, or performance of the device.

Event description:
The complaint involved a pt who underwent knee revision surgery on (B)(6) 2013. The surgery involved implantation of omnilife devices. The revision surgery was performed due to an infection.